Manufacturer narrative:
In this incident, a proultra tip #4 separated in a patient's tooth. Though the separated tip was retrieved and there was no report of patient injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function. Therefore, this event is reportable. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a proultra endo tip separated in the canal, during a procedure. The separated piece was retrieved without sequela.